Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the physician attempted to interrogate the device, but was unable to. A new programmer was utilized to interrogate the device, but was unsuccessful. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.